Manufacturer narrative:
The log files from the AED have not yet been received to confirm the reported sequence of events. Defibtech aeds are indicated for use on victims of sudden cardiac arrest who are unconscious/unresponsive and not breathing or not breathing normally. In this case, the customer reported that during the rescue, the patient began actively vomiting, which placed them outside the clinically indicated use conditions for the AED. It is possible that the AED detected patient movement associated with vomiting and repositioning onto their side. As a result, the device may have initially advised a shock; however, during the rhythm confirmation analysis, it may have determined that the patient did not have a shockable rhythm, and therefore appropriately did not deliver therapy. The customer further reported that ems arrived on scene, applied their own defibrillation equipment, and successfully delivered a shock. The patient survived and was transported to the hospital.

Event description:
A customer reported that during a rescue attempt, the AED was applied to a patient who then began to vomit. In response, rescue personnel rolled the patient onto their side to manage the vomiting. They reported during this movement, the AED advised a shock; however, no shock was delivered. Ems arrived, removed the AED, and used their own equipment to deliver therapy.

Manufacturer narrative:
Review of the AED electronic log files confirmed the device functioned as intended during the rescue event. The AED detected ventricular fibrillation and appropriately advised a shock. Prior to shock delivery, a motion artifact was detected, resulting in cancellation of the shock and an instruction to resume CPR. This behavior is consistent with the customer's initial report that rescue personnel rolled the patient onto their side to manage vomiting.